Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08197. (B)(6). It was reported that angina, myocardial infarction, thrombosis and in-stent restenosis occurred. In (B)(6) 2015, the patient presented with complaints of chest pain, dyspnea and was hospitalized on the same day. The 70% stenosis located in mid right coronary artery (rca) was treated with direct stent placement of a 3.5x16.00mm promus element plus drug-eluting stent, with 0% residual stenosis and the 70% stenosis located in the right posterolateral (rpl) branch was treated with balloon angioplasty using a 2.5 x 15mm emerge balloon, resulting in 0% residual stenosis. One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the subject presented due to unstable angina and was hospitalized on the same day. The subject underwent stenting with a 3.5 mm promus drug-eluting stent for the 70% stenosis located in mid rca probably due to isr of the previously implanted 3.5 x 16 mm promus element plus drug-eluting stent. Ten days later the patient presented with the subject presented to the emergency department with complaints of substernal radiating chest pain associated with mild shortness of breath. ECG showed q waves anteriorly, a 1.5 mm st elevation in lead iii, avf without new reciprocal changes and a widened qrs and troponin levels were noted to be elevated. The subject was referred for cardiac catheterization. The 99% subtotal occlusion located in mid rca was treated with balloon angioplasty, with 0% residual stenosis. The following day, the subject had recurrent chest discomfort and was referred for cardiac catheterization. Diagnostic coronary angiography showed occlusion of posterior descending artery with thrombus and subsequently the subject was placed on integrilin. No further intervention was performed. Two days later the subject was discharged on aspirin and prasugrel.